Event description:
A consumer and the patient reported that the stimulation was not covering the patient's toe which was a target area. They had pain in their toe and the stimulation didn't really help it. There were no falls or trauma associated with the event. At first it was noted that the patient had never had coverage in their toe area but it was also noted that the patient first noticed the lack of coverage 8 months prior to the report. It was unclear when the patient started not having coverage in their toe. They had tried several times to reprogram the stimulation to cover the toe pain and the patient just kind of gave up on it. They had very good pain relief with the trial device. They had also cut down on their use of stimulation because it took so long to recharge the implantable neurostimulator (ins). It would take 3 days to fully charge the ins. They had talked to their doctor about the charging difficulty and they were told it was due to the angle of the ins under their skin. No attempts had been made to resolve the charging issues. It was noted that the patient had parkinson's and had physical therapy to train how to walk better. The patient had an appointment with their doctor and a manufacturer representative on (B)(6) 2016 and they were going to reprogram the ins. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.